Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient seeking medical attention for a skin irritation. The site was a large lump, painful and was discharging pus. No further details to report.